Event description:
On (B)(6) 2025, it was reported that the user¿s ilet developed a hairline crack in the screen. While the display powered on, the touchscreen was no longer responsive to input, leaving the device unusable. The user reverted to their backup pump. A replacement ilet was arranged. No injury or blood glucose impact was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.